Manufacturer narrative:
The patient underwent mesh implantation in order to treat third degree cystocele, second degree rectocele, urodynamics stress incontinence, and low pressure urethra. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient experienced pain, discomfort, eroded vaginal mesh, dyspareunia and underwent removal of eroded vaginal mesh x 2 on (B)(6) 2006 and it was reported that the patient experienced chronic pelvic pain, pain, and discomfort and underwent excision of left mesh arm, transaction of right mesh on (B)(6) 2006. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and trigger point injection. It was reported that the patient underwent revision of vaginal mesh on (B)(6) 2006 concurrently with anterior repair, cystoscopy, retrograde x-ray and r urethral stent (contour) due to possible pelvic abscess and r hydroureteronephrosis. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01926. The same patient is represented in each medwatch.